Event description:
The reporter stated that during a procedure to take a skin graft from the scalp of a burn patient, two screws on the handpiece that keeps the blade in place had loosened. The skin graft that was taken was thicker than intended. The patient required sutures to the scalp.